Event description:
The information provided to sjm indicated a patient underwent aortic valve replacement due to an immobile mono-leaflet native valve. During a follow up the patient presented with thoracic pain and an elevated gradient. The valve was explanted due to thrombus and an impeded leaflet and replaced with another sjm mechanical valve. The patient is reported to be doing fine.